Manufacturer narrative:
Eval was not possible, as the product was not returned. Product info required to review the device history records and search the complaint database by manufacturing lot was not provided. The investigation could not draw any conclusions about the reported event without the product to examine, however, polyethylene wear after approximately 17-years implantation should not be unexpected. Based on the performed investigation, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. In addition, the product code is a discontinued item. Should the product and/or additional info be received, the investigation will be re-opened.

Event description:
Pt was revised to address tibial loosening, poly wear and osteolysis.